Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was also reported that repositioning was attempted with no improvement of thresholds. The rv lead was capped and replaced successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.